Manufacturer narrative:
The investigation is in progress. A sample has not been received for eval. A root cause has not been identified. (B)(4).

Event description:
A customer reported that air came out from the infusion cannula and implanted the surgeon's vision during a vitrectomy procedure. The air was removed from the infusion line and the procedure was completed with no harm to the pt.